Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was treated with meropenem (1g) for peritonitis. The cause and patient hospitalization were not reported. The patient recovered from the event three weeks after treatment. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized on the same day as the event onset. Twelve days after the event onset, the patient was discharged from being hospitalized. Twenty three days after the event onset, the patient was recovered from the event. Pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.